Event description:
It was reported that the patient was experiencing difficulty charging of the ipg. It was noted that the patient was experiencing extended and frequent charging of the ipg. The patient underwent ipg replacement procedure.

Event description:
It was reported that the patient was experiencing difficulty charging of the ipg. It was noted that the patient was experiencing extended and frequent charging of the ipg. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively. The explanted product was kept by the facility.